Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the reported event was confirmed due to the distal end of the device adhesive peeling and leaking. It was also observed leaking from the connector, the forceps cover adhesive peeling the distal sheath adhesive is cracked, the elevator channel inlet is loose, the scope connector cover name plate missing, scope connector loose, probe unit loose, adhesive peeling and play in the control knob. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during reprocessing the tip of the gi scope was loose. Unable to catch images, and was leaking around tip of the scope. There was no patient involvement. Upon inspection of the customer returned device, the repair center found the forceps cover glue was peeling. This report is being submitted for the malfunction found at evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the forceps cover glue peeling likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.